Manufacturer narrative:
Section e1 - telephone number: (B)(6). Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of records related to the device including labeling and complaint trending will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the patient underwent a facectomy surgery with intraocular lens (iol) implantation in her right eye on (B)(6) 2024 for an addition of +3.25d. Since the surgery, the patient has experienced persistent monocular diplopia and expressed dissatisfaction with the visual outcome, primarily due to the ongoing need to wear glasses, which was contrary to her expectations. Through follow-up, we learned that the patient's visual acuity on (B)(6) 2025 was pl--0.5x180 20/30 for the right eye (od) and +0.50-0.75x130 20/25 for the left eye (os). The patient was evaluated by the strabismus department, which found no justifications for the complaint and suggested it might be related to the lens. Visual field tests showed a slight diffuse reduction in sensitivity. The optical coherence tomography was normal. The lens was explanted on (B)(6) 2025 and everything went well. No further information was provided.